Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a communication issue due to the system controller was not confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was downloaded. A review of the log file showed 256 events spanning approximately (B)(6) 2021 ¿ (B)(6) 2021, (B)(6) 2021 per timestamp). Events that occurred on (B)(6) 2021 were recorded during testing at abbott labs. The log file did not contain any events that would indicate an issue with the system controller. The driveline was disconnected on (B)(6) 2021 at 13:18:08 for a system controller exchange. There were no other notable events active in the log file. The returned heartmate 3 system controller was functionally tested and passed all testing. The controller was connected to a mock circulatory loop for an extended period of time without any issue. The controller connected to the system monitor without issue and log files were able to be downloaded. Additionally, the controller was connected to the returned modular cable and allowed to run for extended period of time on a mock loop. No alarms activated during the additional testing. The controller functioned as intended throughout all testing. Additional information provided on (B)(6) 2021 stated that the issue was isolated to the system controller, the exchange was performed on (B)(6) 2021. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Initial reporter name and address: (B)(6). The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the site was unable to download the lvas pump data from the system controller. Troubleshooting was performed. The system controller was exchanged. No additional information was provided.